Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device diagnosed atrial fibrillation with ventricular tachycardia episode as supraventricular tachycardia and didn't provide therapy. A manual shock was initiated through the device which successfully broke the rhythm. Programming changes were recommended.